Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death is not yet known. The customer got up to use the restroom and collapsed in the hallway. The customer was hospitalized in the past for strokes, heart attack and open heart surgery. The caller did not know the customer's blood glucose at the time of death. However, the last recorded blood glucose value, from the bolus history of the insulin pump, was 321 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that at the time of the incident, while the customer was lying on the floor, the caller was trying to take the battery out of the insulin pump because it was beeping. The caller removed the label from the back of the device and discarded it, before realizing how to access the battery compartment. The caller inserted a new battery and provided partial serial number from the status menu. The caller agreed returning the insulin pump for analysis

Manufacturer narrative:
The insulin pump was received with depleted alkaline (B)(6) battery in the battery tube. The insulin pump passed functional testing including prime/a33, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had minor scratches on the display window, cracked battery tube threads and missing address serial number label noted. Data analysis of the insulin pump history file indicates between the dates of (B)(6) 2015 shows that the pump had a daily total of 19.9 units to 50.3 units a day. Basal total was 16.2 units to 19.9 units a day. Bolus total was 14.10 units to 30.4 units a day.